Event description:
It was reported to boston scientific corporation that a resolution clip device was use during an esophagogastroduodenoscopy (egd) procedure in the fundus on (B)(6) 2013. According to the complainant, during preparation outside of the patient, the nurse closed the clip, but could not reopen it. Therefore, the clip was not used in the patient. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
Patient age is unknown; however, the patient was reported to be over 18 years old. Investigation result of clip mashed onto the bushing. A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and the clip assembly could not be deployed. The prongs could not be opened or closed but were not locked into the capsule. There was a kink in the control wire. Based on the evaluation conducted and the details of the complaint, these failures were likely caused by handling of the device without patient contact during unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.